Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 57-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c at pump insertion. The patient was supported by oxygen prior to the pump support placement. No other medical history was shared. During the day of pump implant there was an observation made of an access site bleed around the sheath. The patient had been "thrashing in bed" and was not compliant. The patient was also on anticoagulants and antiplatelets during the support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient suffered from an acute/subacute infarct on the day after implant. The infarct was cerebral. There was no noted treatment for the infarct. Two days after the implant the team observed hemolysis in the hemolyzed labs. There was organ damage noted but, treatment with dialysis or other methods are not known at this time. The pump remains on for support. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
Corrected data: d4 serial and UDI numbers updated/corrected. Investigation summary: stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Access site adverse event/ major bleed: the cause of bleed was most likely use related due to high act value (282) and patient movement. Mechanical interaction with blood/ hemolysis: unknow if hemolysis was resolved at any point of impella support. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
D6b explant date provided, it was reported the patient outcome was survived,

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of bleed was most likely use related due to high act value (282) and patient movement. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.